Manufacturer narrative:
H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "cassette not attached properly" message. A functional test was conducted and the reported error message was duplicated when latching a cassette to the pump. The downstream sensor was faulty and will be replaced to resolve the issue.

Event description:
Information was received that the cadd solis vip pump that the cassette is not attached properly. There was no patient involved.

Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "cassette not attached properly" message. A functional test was conducted and the reported error message was duplicated when latching a cassette to the pump. The downstream sensor was faulty and will be replaced to resolve the issue.